Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing intermittent difficulty communicating with their ipg using their charger and programmer. Follow up revealed that the patient's ipg was having issues holding its charge. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.